Event description:
It was reported, the patient experienced pain at her scs ipg pocket site. Subsequently, the scs ipg was relocated to the patient's abdomen. Follow-up identified the patient is experiencing post operative pain. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.